Event description:
The customer stated that the insulin pump gave an alarm after she filled a new reservoir with insulin. Troubleshooting revealed a protruded drive support cap. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window was also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.